Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination due to discoloration present in the water pathway. The technician submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a hpc test due to the discoloration present. No patient involvement was reported. Cardioquip received hpc test results on 08/20/2024 which confirmed the devices water quality to be out of specification, indicating contamination meaning the device requires remediation.